Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the suture broke just above the needle while the leg assembly was being loaded into the capio device, outside of the patient. The procedure was completed with another uphold lite vaginal support system with no complications to the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the lead suture was broken off from the blue dilator. Visual analysis of the returned capio device revealed that the detached suture and needle were captured inside the capio cage. Functional analysis of the returned capio device revealed that it fired freely, with no anomalies. Since the event occured during handling of the device outside the patient, it was determined that handling factors contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the suture broke just above the needle while the leg assembly was being loaded into the capio device, outside of the patient. The procedure was completed with another uphold lite vaginal support system with no complications to the patient.